Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass at the corner and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he dropped the insulin pump on tile and the top third of the screen was no longer visible. The customer described the damage as a big blue blob on the display. His blood glucose was 352 mg/dl, which he was able to treat. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.